Event description:
It was reported that the patient had ongoing low flow alarms. Computed tomography (CT) scan of the abdomen showed 50-70% stenosis of the outflow graft. A right heart catheterization was completed that showed elevated pulmonary artery pressures. It was later communicated that the patient also had weight gain and swelling around the ankles. Blood pressure medication was adjusted, which resolved the low flow alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis was unable to be confirmed as no images were submitted for review and heartmate (hm) 3 left ventricular assist system (lvas) remains in use. Review of the submitted log files did not confirm the reported low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas) and the reported elevated pulmonary artery (pa) pressures, weight gain, and swelling could not be conclusively established. The controller event log file contained events from 27jan2023. No notable alarms or events were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the reported events; however, due to patient privacy laws, the hospital would not provide any further information. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas) and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. Section 1 addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This section also explains that changes in patient conditions can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 4 of the IFU also explains that the event recorder is a built-in feature of the system controller and notes that the system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "attaching the sealed outflow graft to the aorta", instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "preimplant procedures" and "implant procedures", also cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure". Section 6 of the IFU, ¿patient care and management¿, explains that post-implantation hypertension may be treated at the discretion of the attending physician. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.